Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the dark blue female connector of a peritoneal dialysis (pd) transfer set was separating from the light blue mainbody. The customer was having difficulty disconnecting from the patient line as the female connector was unscrewing from the mainbody of the transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and by magnification noted the female connector was separated from the main body of the transfer set twist clamp. An in lab minicap and cassette line patient connector were connected and disconnected from the female connector with no issues or leaks noted. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.